Event description:
The hcp reported there was no low battery alarm after a pt had reported withdrawal symptoms. The pump was explanted and replaced. The pt is reported to have recovered without sequela. See scanned page.